Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also reported that mentor obtape was implanted into the patient on (B)(6) 2005 at (B)(6) hospital, (B)(4), lot 5609716.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 due to sui. It was reported that during the surgery on (B)(6) 2011, patient bladder was perforated with trocar placement on the right side. It was reported following insertion that patient experienced pain, infection, recurrence, bleeding, dyspareunia and bowel problems. It was reported that patient underwent mesh removal on (B)(6) 2012. It was reported that patient underwent bladder repair with allograft on (B)(6) 2013. No additional information was provided.